Event description:
During a device dowgnrade, high thresholds were observed. Externalized conductors were suspected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.